Event description:
The complainant reported that the placement signal on the impella cp was excessively reading lower than the patient¿s arterial line. Proper positioning was confirmed via echocardiography, and, since the pump was functioning well, the menu was changed in the placement signal value to match the patient¿s arterial line. After the change all alarms cleared. There was no harm to the patient.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The root cause of the optical signal issue was not determined since product was not returned for investigation. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.